Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unable to prime or performed the no delivery test due to loose drive support disk. Unit passed the displacement test.

Event description:
Customer called to report no delivery and low reservoir alarms. Nothing further was reported.